Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and found that the insulin pump works as designed. The customer was advised to change the reservoir and infusion set. The customer was advised not to double up the insulin intake because it is very dangerous. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.